Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor breast implants and experienced lymphoma post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices. Since the device is unknown, it will be defaulted to a gel device. Common device name. Procode for reporting purposes only. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor breast implants and experienced lymphoma post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices. Since the device is unknown, it will be defaulted to a gel device. Common device name. Procode for reporting purposes only. If additional information is received, a supplemental report will be submitted.